Event description:
Upon inserting the tibal insert, a crack occurred. The surgeon was still able to trial with the trial insert. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse.